Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reprogramming was performed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed. A review of device memory indicated that the patient's rhythm changed which delayed the detection, despite the device performing as programmed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.